Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm as well as insulin flow blocked alarm. Customer's blood glucose value was 395 mg/dl and treated with manual injection. The customer was asset with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.